Manufacturer narrative:
Results: the distal end of the lantern delivery microcatheter (lantern) was fractured approximately 138.0 cm from the hub. The lantern was stretched and ovalized 133.0 cm from the hub to the fractured tip. Conclusions: evaluation of the returned device revealed damage to the distal region of the catheter in the form of stretching, ovalizations and a fracture at the distal tip. These types of damages may have resulted from using forceful handling when removing the lantern from its packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the lantern delivery microcatheter (lantern) was kinked at the distal tip prior to removing it from its packaging hoop. The kinked lantern was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new lantern.

Manufacturer narrative:
Describe event or problem on the initial MFR. Report incorrectly indicated that the event occurred during preparation for a thrombectomy procedure and should have stated that the event occurred during preparation for a medical procedure. Therefore, the description is being corrected on this follow-up #1 MFR report.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the lantern delivery microcatheter (lantern) was kinked at the distal tip prior to removing it from its packaging hoop.